Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. During evaluation, it was observed that the oscill-head was damaged, cracked, the set screw was missing and the thrust disc had too much play. It was determined that this was due to normal wear from use over time. It was further determined that the cracked oscill-head was due to inadequate design, measurement, procedures, training and specifications. It was further observed that there was an unknown substance in the slide sleeve. It was determined that this was due to improper cleaning. It was further observed that motor was worn and had excessive vibration. It was determined that this was due to wear from normal use and servicing over time. The issue related to the cracked oscillation head was escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device was not working properly. During in-house engineering evaluation, it was determined that the device locking mechanism was not working properly, and the device failed the blade coupling test. It was also noted that the device oscillating head was damaged, cracked and missing pin, the set screw was damaged, the thrust disc had too much play, there was an unknown substance found inside the slide sleeve, the motor was torn and the device had excessive vibration. The exact date of this event is unknown. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.